Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a broken drape clip was observed. A functional evaluation revealed the device would not pressurize. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a blown fuse, defective solenoid valve, or a battery failure.

Event description:
It was reported that during the shoulder procedure, it was noticed that the device was not holding. A back-up was available. No injuries or complications were reported as a result.